Event description:
The customer reported a scope communication error B30 during inspection for use involving an Olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The device was returned to Olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.